Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional reported that the etiology of the event was a worsening or exacerbation of a pre-existing condition with the patient of narcotic bowel syndrome-induced ileus. It was clarified that the date of the ER visit was (B)(6) 2013 with the admission to the hospital on (B)(6) 2013. Confirmed patient symptoms of abdominal distention, abdominal pain, nausea, vomiting, and constipation noted. The hospitalization stay extended to (B)(6) 2013. It was reported that there was ongoing narcotic use of pain by the patient. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient was seen in the ER for less than 24 hours on 2013 (B)(6). It was noted that this was the correct event date.

Event description:
It was reported that the patient went to the emergency room (ER) on (B)(6) 2013 and was discharged that same day with zofran. The patient returned to the ER three days later and electrocardiogram (ECG) findings indicated sinus rhythm. The patient was admitted to the hospital the following day. A CT scan of the abdomen or pelvis showed small bowel ileus, significant distention and a fluid-filled bowel. The patient reportedly experienced abdominal pain as well. The patient had an esophagogastroduodenoscope on (B)(6) 2013 and an ¿abdomen obstruction series¿ the following day. It was also noted that the patient was bloated with occasional vomiting in the setting of nausea. There was reportedly no obstructive process for the vomiting and nausea. The vomiting resolved without sequelae on (B)(6) 2013 while the nausea and abdominal pain resolved a week later.

Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), product type programmer, patient product ID: 3 093-33 lot# v572182, implanted: 2011 (B)(6), product type lead. (B)(4).

Event description:
It was also reported that signs and symptoms included: nausea, vomiting, upper l<(>&<)>r quadrant pain, patient was seen in e.r.